Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical, inc. (Isi) regulatory market surveillance analyst. The following additional information was provided: the image depicted a broken cable. The 8 mm force bipolar instrument involved in this complaint has been received. However, failure analysis investigations are still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm force bipolar instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.